Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited elevated impedance measurements. No adverse patient effects were reported. This product remains implanted and in service. Attempts were made to obtain additional information, however, no additional information is available at this time.

Event description:
Additional information was received that surgical intervention was undertaken. The rv lead was surgically abandoned and replaced and the crt-d remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that this crt-d and another manufacturer's rv lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms were observed. Boston scientific technical services (ts) discussed troubleshooting options.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was receiveed that monitoring is being continued and a lead revision procedure will be considered on an unknown date in the future.